Event description:
It was reported that the stent delivery system (sds) was advanced to the lesion and it was realized that the stent was too long. Upon removal of the sds with the stent on the balloon, the sds became stuck at the left main/circumflex. The sds was advanced and retracted back and forth and the stent dislodged at an unintended site. An attempt was made to retrieve the stent with a balloon catheter, but was unsuccessful and it remained in left circumflex. Then there was a dissection noted in the left main and the pt was sent for surgery and the pt died.